Manufacturer narrative:
The insulin pump was unable to prime during prime alarm test due to moisture damage in faulty force sensor system. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of priming anomaly from the insulin pump. The customer's blood glucose reading was 350 mg/dl. The customer was unable to exit the "preparing to prime" loop. The customer stated that the second series of beeps nor numbers did not appear on the screen. The customer will be sent a replacement pump.